Event description:
It was reported during procedure, when the implant tools were being removed after appropriate placement, the left ventricular lead had become dislodged. Satisfactory capture was nevertheless obtained, and the lead remains implanted. The patient was asymptomatic and stable.